Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported difficult to press key which was reproduced during evaluation as a delay in the keypad response. The cause was found to be a failed processor printed circuit board which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user had to push a key harder than usual on a spectrum pump during testing. There was no patient involvement. No additional information is available.